Event description:
The central monitoring system (cns) displays blue screen error message "win32....." Every five hours. Closing application and restarting cns restores monitoring application. MFR ref#:8030229-2014-00050.